Manufacturer narrative:
(B)(4). Approximate age of device - 5 years, 7 months. The patient remains ongoing with the implanted device. The replaced portion of the percutaneous lead was returned for investigation. The evaluation is not yet complete. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's percutaneous lead (lead) was suspected to have a short to shield. The set speed had dropped well below the set low speed limit on two separate occasions on (B)(6) 2015 and (B)(6) 2015. It was noted that the patient's equipment had been well taken care of, and there appeared to be only one section of the lead that had previously been repaired with rescue tape, that may be a possible source. On (B)(6) 2015, the manufacturer's technical service representatives evaluated the lead. The distal end of the lead was replaced, however, the repair was unsuccessful. Two ungrounded power module patient cables were provided for patient use. No subsequent events have been reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of low speed operation and motor stop events were confirmed based on the information contained in the submitted system controller log file. Based on the information captured in the log file, the events appeared to be consistent with a potential compromised wire in the lead. An approximately (B)(4) inch section of the external portion of the percutaneous lead (lead) was returned for evaluation. Rescue tape was present from approximately (B)(4) inches from the metal connector. Tears in the outer jacket of the lead were identified underneath the rescue tape. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts and no damage to the bionate layer of the lead was observed. Breakdown of the metal shielding layer was identified from approximately (B)(4) inches from the metal connector; however, visual inspection of the underlying wires found no fractures or breaches. The percutaneous lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. Although the events captured in the system controller log file appeared consistent with a potential wire compromise, no compromised wires were identified during the evaluation of the returned portion of the lead. The patient remains ongoing on lvad support with an ungrounded patient cable and wishes not to pursue a pump exchange. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient continues to be followed in clinic and is doing well. The patient is not a transplant candidate and wishes not to pursue a pump exchange. The patient will remain on the ungrounded patient cable.